Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) of patient (B)(6), a 30 year old male with a medical history of hypertension, end stage renal disease and congestive heart failure, approved for performing solo home hemodialysis treatments, stating the patient became nauseous approximately 40 minutes into a standard solo hemodialysis treatment on (B)(6) 2019. He terminated treatment, rested for an unspecified amount of time and was taken to the hospital where he was admitted to the intensive care unit (ICU) and intubated on (B)(6) 2019. Additional information was received on 30 oct 2019 thru 21 nov 2019 from the htn which revealed the patient presented to the ER on (B)(6) 2019 with diarrhea, abdominal pain, vomiting, chills, rigors and fever. Blood work showed elevated lactate, a CT scan showed cholelithiasis with possible early cholecystitis and IV antibiotics (nos) were commenced. The patient became hypoxic and failed bipap (o2 via positive pressure mask), requiring intubation which was difficult, and a bronchoscopy was required to complete. The patient developed hypotension and was given levophed, vasopression (nos) and continuous renal replacement therapy. A diagnosis was made of sepsis with multiple organ system failure (mosf) with no organism or causal factor identified. The patient developed cyanosis of the toes and feet requiring debridement. The patient remained hospitalized throughout the progression of symptoms, recovery and rehabilitation, and was discharged on (B)(6) 2019. The discharge assessment was documented in the hospital records and included ¿septic shock with mosf, cause unclear, cultures negative, acute hypoxic respiratory failure requiring intubation and mechanical ventilation¿. Per the htn, the hospitalization was related to the patient and their comorbidities and unrelated to nxstage products and therapy.

Manufacturer narrative:
Per the htn, the device was evaluated onsite by a trained and qualified facility biomed with no trouble found and is ready for patient use. UDI for device sn (B)(6): (B)(4). H3 other text: placeholder.

Manufacturer narrative:
Per the htn, the patient was not connected to the device at the time of the adverse event. The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. The available information does not indicate that a malfunction occurred. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) of a (B)(6) year old male with a medical history of hypertension, approved for performing solo home hemodialysis treatments, stating the patient became nauseous approximately 40 minutes into a standard solo hemodialysis treatment on (B)(6) 2019. He terminated treatment, rested for an unspecified amount of time and was taken to the hospital where he was admitted to the intensive care unit (ICU) and intubated on (B)(6) 2019. Additional information was received on 30 oct 2019 thru 14 nov 2019 from the htn stating the patient remains hospitalized as of 14 nov 2019. No treatment details or discharge documents are available.